Event description:
It was reported that the connector for the electrocardiogram (ECG) leads inside the front compartment of the programmer was loose and was believed to be the source of noise present during device checks. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Noisy ECG (electrocardiogram) signal due to loose ECG connector. Hinge plate screws are missing. (B)(4) rf (radio frequency) head cable found out of electrical specification. Rf head label is missing silicone backing.